Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with gentamycin (dose and route not reported) for four days and ceftazidime (1500mg, frequency not reported, intraperitoneally). The patient discontinued ceftazidime on an unreported date. Treatment with gentamycin was ongoing. The patient was discharged from the hospital after nine days and was recovering from the peritonitis. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13a28038 and h13c27044 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).